Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high and a correction bolus was delivered to address the bg level. The contact could not recall the cause of the high bg. Tandem technical support advised the contact to discuss the event with a healthcare provider.